Manufacturer narrative:
G4: 24jan2020. B4: 27jan2020. The customer reported that the problem has been resolved after replacing the power management printed circuit board assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23apr2020. B4: 24apr2020. The reported diagnostic codes indicate a serial peripheral interface (spi) bus failure. A data acquisition (da) printed circuit board assembly (pcba) was received for internal failure analysis. The received da pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13jan2020.

Event description:
The customer reported machine and proximal pressure sensors failure and calibration failure of the oxygen flow, air flow and oxygen pressure sensors. There was no patient involvement. Technical support advised the customer to replaced the cable that connects the motor controller pcba (printed circuit board assembly) to the data acquisition pcba.